Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced symptoms of illness upon waking and noticed that their pod was leaking insulin. The pod was worn on the abdomen between 4 and 24 hours. After applying a new pod, he still required its removal upon arrival at the hospital. The patient presented with symptoms including vomiting and a racing heart. A diagnosis of diabetic ketoacidosis (dka) was made, and treatment included an insulin drip. The patient was hospitalized from (B)(6) 2025. Blood glucose levels were not reported.